Manufacturer narrative:
Device eval: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed the pump had a scratched screen. The pump was started in application and the pump double beeped with a cassette attached. The investigation determined that downstream sensor was the cause of the reported issue. The downstream sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited no disposable alarm, and did not detect cassette. It was reported that there was not patient involvement.